Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced a loss of consciousness. The customer was treated by a non-healthcare professional with unspecified oral medications. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a 55, os version 14 and app version 2.11.21107. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced a loss of consciousness. The customer was treated by a non-healthcare professional with unspecified oral medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed to be shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble (bluetooth low energy) connection between the devices. Current was applied to the sensor to perform accuracy testing while in the test fixture and all the results were within specification. Reader was connected to software and send command to the reader, the first 5 ble packets were received. The blc count and rssi value (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing high and low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed to be shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble (bluetooth low energy) connection between the devices. Current was applied to the sensor to perform accuracy testing while in the test fixture and all the results were within specification. Reader was connected to software and send command to the reader, the first 5 ble packets were received. The blc count and rssi value (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a 55, os version 14 and app version 2.11.21107. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced a loss of consciousness. The customer was treated by a non-healthcare professional with unspecified oral medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported missing high and low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed to be shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble (bluetooth low energy) connection between the devices. Reader was connected to software and send command to the reader, the first 5 ble packets were received. The blc count and rssi value (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a 55, os version 14 and app version 2.11.21107. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. As a result, the customer experienced a loss of consciousness. The customer was treated by a non-healthcare professional with unspecified oral medications. There was no report of death or permanent injury associated with this event.